Event description:
There have been multiple incidents over the last few weeks with increasing frequently since end of last month of the bifuses, trifuses and filters manufactured by quest medical leaking and breaking during ongoing IV infusions for multiple patients. This results in new lines needing to be set-up and replaced during various infusions which increases patient's risk for central line associated blood stream infections.

Event description:
There have been multiple incidents over the last few weeks with increasing frequently since end of last month of the bifuses, trifuses and filters manufactured by quest medical leaking and breaking during ongoing IV infusions for multiple patients. This results in new lines needing to be set-up and replaced during various infusions which increases patient's risk for central line associated blood stream infections.

Event description:
There have been multiple incidents over the last few weeks with increasing frequently since end of last month of the bifuses, trifuses and filters manufactured by quest medical leaking and breaking during ongoing IV infusions for multiple patients. This results in new lines needing to be set-up and replaced during various infusions which increases patient's risk for central line associated blood stream infections.